Event description:
A malfunction was reported with the customer's pump, identified as malfunction code 0 and fault ID 0-0x29b0. The customer declined to answer whether their blood glucose exceeded 500 mg/dl, so no specific impact on blood glucose levels was noted. The customer was advised to switch to multiple daily injections (mdi) for insulin delivery as a backup. Technical support arranged for a replacement pump with updated software to be sent, instructed the customer to put the malfunctioning pump into storage mode, and provided a return method to avoid additional charges. The customer was also advised to program their settings and connect their continuous glucose monitor (cgm) to the new pump.